Event description:
Datex-ohmeda was informed that the monitor did not provide sp02 low alarm during desaturation two times although the repetitive setting. A pt was in surgical ICU, for 15 days, after a very serious intervention ("plot i.e. Larynx removal with end part of the esophagus, and tracheostomy). Pt needs very careful monitoring of the larynx (pt being not able to swallow). Clinical consequences: pt desaturation and bronchus congestion. Bronchus obstruction was treated with the help of a kinesitherapist and modification of the pt position. The customer thinks that the alarm missing has aggravated the pt deterioration. As nurses do room visits every 1 hour, if there is no alarm, then the pt could be without monitoring during 1 hour. Spo2 sensor was at the ear lobe. After the event the spo2 was also measured at the finger and at the other ear and values were similar at each time. Device replaced in accordance with the biomedical department.